Event description:
It was reported that during reprocessing the da vinci s cannula instrument accessory was bent. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the cannula failed the gage pin test. The cannula gage pin did not fit through the distal end opening of the cannula. No obvious signs of damage were observed at the distal end opening. The evidence was inconclusive, but the distal end opening may be slightly out of round. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.